Event description:
The customer contacted stryker to report their device's keypad was not functioning. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The code summary, analyze, rate, current, energy and display buttons were found not working. Stryker replaced the device's interface board to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use.

Manufacturer narrative:
Stryker further evaluated the removed interface pcba and determined the cause of the reported issue to be shorted component, designator u5.

Event description:
The customer contacted stryker to report their device's keypad was not functioning. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.